Event description:
It was observed that during the evaluation, the colonovideoscope's circuit board unit in s-connector and shield cover was dirty. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation: olympus could not identify the foreign material (dirt). Olympus could not conclusively specify the root cause of the foreign material remained in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.